Event description:
It was reported that the patient presented in the hospital after receiving multiple shocks for a vf episode. Noise was noted on the rv coil-can vector. The noise was not reproducible with isometrics. Lead fracture was also noted. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.